Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to int'l affiliate service department. The malfunction was duplicated and attributed to the el display. The device was returned to the customer, the el display was returned to zoll medical united states and the malfunction was duplicated. The el display was scrapped.